Event description:
It was reported that the pump syringe flange sensor was not recognizing. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. The optocoupler sensor screw was missing from the assembly. Error history log review found a syringe flange not in place error. The syringe flange not in place was found at syringe test and failed flange sensor test. The root cause of the reported issue was found to be the optocoupler was found misaligned as a result of a missing screw. Actions were taken to mitigate the reported issue: realigned optocoupler. Performed syringe test and all functional testing which passed.